Event description:
(B)(4) is the initial importer of the device involved in the incident. User was walking with the device and turned right. The device's wheels allegedly locked and the device turned over causing the user to fall to the side where she waited for help for 5-6 hours. User allegedly has fractured pelvis due to the incident. Awaiting additional information from user's daughter.